Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There was contrast and blood in the inflation lumen and balloon. There was blood in the guidewire lumen and the balloon was loosely folded. The tip of the device was damaged. There was a pinhole in the balloon located at the proximal end of the balloon at the waist cone transition.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 15mm emerge balloon catheter was advanced for dilation. However, it was noted the balloon burst due to severe calcification. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 15mm emerge balloon catheter was advanced for dilation. However, it was noted the balloon burst due to severe calcification. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was good.